Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographic details were not provided. The patient is a child.

Event description:
It was reported that during a child's infusion, the needleless connector leaked. No other detail have been provided.

Manufacturer narrative:
The customer¿s report that the needleless connector leaked was not confirmed. Functional testing of priming and infusion testing did not replicate any leaks at the connection between the smartsite and lab extension set or anywhere else throughout the set. The received smartsite connector¿s female and male luer ports were measured and found to be within iso standards. The root cause of the customer¿s report could not be determined

Event description:
It was reported that during a child's infusion, the needleless connector leaked. No other detail have been provided